Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 341 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was unable to prime during the prime test as a result of a loose drive support disk. However, the displacement test was performed and passed. Further testing could not be performed due to the prime anomaly.